Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer reloaded the same cartridge and resumed insulin, resolving the issue.